Event description:
Customer reported the insulin pump had multiple alarms. Alarms and possible causes were explained to the customer. Customer did not know blood glucose level. Customer was disconnected from the device. Unable to finish troubleshooting the call was dropped and no responds when customer was called. Customer had incorrect amount of insulin saved into the device. Customer was having problems with filling the cannula. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.